Event description:
It has been reported to philips that the device gave a system memory error during start up. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem did not impact procedure and the procedure was continued. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was showing memory error prompt. Upon functional testing, the fse reviewed error logs, found memory post failed, which indicating memory disk had problem. To resolve the issue, the fse unplugged and re-plugged in the memory disk. After this, the system worked normally and returned to use in good working order. The codes were updated based on the investigation outcome.